Event description:
Allegedly, in about november 1990, the pt's bhcg levels were "positive". A vaginal ultrasound showed no signs of pregnancy. Physician prescribed methotrexate treatment for seven days for suspected positive signs of cancer. Pt's hbcg levels remained elevated. A d&c was performed in march 1991. A CT scan was performed and their physician reported to the pt that they had gestational trophoblastic disease and would require add'l chemotherapy. Five rounds of chemotherapy were administered between april 1991 and february 1992, add'l CT scans were negative. A spinal tap was performed and fluid showed no signs of cancer. Three days of radioactive iodine testing showed no signs of cancer. A hysterectomy was performed on about may 1992, bhcg levels remained elevated after hysterectomy.